Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device experienced a power failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating a power failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer (fse) onsite checked and confirmed the battery was malfunctioning. The fse replaced the battery to resolve the issue. The battery returned to normal. Device function checked normal, system returned to normal. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.